Event description:
The customer reported that the system had a problem with the steering on the c-arm outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The upper steering universal joint was cleaned and lubricated and the steering assembly was reassembled. The system was tested and found to be working as intended and put back into svc.